Event description:
It was reported "the pump automatically stops working during operation and repeatedly shows a white screen before restarting. Change the another pump". The patient's current condition is reorted as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "white screen before restarting" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c complaint will be monitored for any developing trends.

Event description:
It was reported "the pump automatically stops working during operation and repeatedly shows a white screen before restarting. Change the another pump". The patient's current condition is reorted as "fine".

Manufacturer narrative:
(B)(4)